Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2352-50. Serial number: (B)(6) batch/lot number: (B)(6). Model/catalog description: linear 3-4 lead 50 cm. Unique identifier (UDI) #: (B)(4). Additional suspect medical device component involved in the event: model number/catalog number: sc-4318. Batch/lot number: 26515101. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent spinal cord stimulation (scs) explant procedure.